Manufacturer narrative:
Based on the received information, a damage to the active electrode due to a suspected trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user's hearing performance with the device was affected since (B)(6) 2023. The user did not respond to sound anymore after a sudden change in hearing with the device. Reportedly the child is very active i.e. Falls regularly and hits its head. The user was reimplanted on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected since (B)(6) 2023. Revision surgery is scheduled for (B)(6) 2023.

Event description:
The user's hearing performance with the device was affected since (B)(6) 2023. The user did not respond to sound anymore after a sudden change in hearing with the device. Reportedly the child is very active i.e. Falls regularly and hits its head. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.